Event description:
Clinical information: crd_(B)(4) - vista nova study, patient site ID: site ID- (B)(6). It was reported that on (B)(6) 2026, a 35 mm navitor vision valve was chosen for implant using a large flexnav delivery system. The activated clotting levels were 250s and heparin was given. A pre-implant balloon valvuloplasty was done with a 28mm non-abbott balloon. The final implant depth at non-coronary cusp (ncc) was 1mm and at left coronary cusp (lcc) was 3mm. After the implant, a cardiac tamponade was noted and a pericardiocentesis was performed. The cause of effusion was temporary venous pacemaker. The patient was reported hospitalized and presented with anuria for more than 12 hrs, creatine was increased (x3) from baseline level (currently 3.3mg/dl). The patient also presented with aspiration pneumonia which requires prolonged orotracheal intubation. Some medications were initiated and its ongoing. The patient was still in intensive care unit (ICU) and developed a severe respiratory infection and sepsis. On (B)(6) 2026, hemodialysis via central venous catheter was initiated. On (B)(6) 2026, the patient was reported passed away due to multiorgan failure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Codes removed: health effect-clinical code: the device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) - vista nova study, patient site ID: site ID- (B)(6) ,(B)(4). It was reported that on (B)(6) 2026, a 35 mm navitor vision valve was chosen for implant using a large flexnav delivery system. The activated clotting levels were 250s and heparin was given. A pre-implant balloon valvuloplasty was done with a 28mm non-abbott balloon. The final implant depth at non-coronary cusp (ncc) was 1mm and at left coronary cusp (lcc) was 3mm. After the implant, a cardiac tamponade was noted and a pericardiocentesis was performed. The patient was reported hospitalized and presented with anuria for more than 12 hrs, creatine was increased (x3) from baseline level (currently 3.3mg/dl). The patient also presented with aspiration pneumonia which requires prolonged orotracheal intubation. Some medications were initiated and its ongoing.